Event description:
It was reported that this right atrial (ra) lead surgically abandoned due to lead failure. A new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported.